Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately tortuous, heavily calcified and 95% stenosed. After deployment of the xience alpine 2.5 x 38 mm stent, a proximal edge dissection was noted. A 2.75 x 18 mm xience alpine stent was attempted to be used as treatment but the delivery system failed to cross the lesion due to the patient anatomy. The device was removed and a xience alpine 2.75 x 15 mm stent delivery system successfully crossed the lesion and was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.